Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/18/2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 07/18/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a low transmitter battery. The root cause was could not be determined.